Event description:
The customer reported the thumbnail views in the image directory did not match the corresponding patient image and/or images were lost. No report of patient injury.

Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable.